Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) /2016, the patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was reading inaccurately high compared to another unknown device. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue first started on (B)(6) 2016, 09:00pm. The patient obtained an alleged inaccurate high result of 600mg/dl on the subject meter compared to 396mg/dl obtained less than 30 minutes apart. He manages his diabetes with a combination of medications including "metformin 5mg, vitamin d2 125 mg strid and lisinopril 5mg" and reported consuming less food/drink as a result of the alleged product issue. The patient denied that he developed any symptoms. However, stated that on (B)(6) 2016 at 09:15pm he received IV and insulin in emergency room (ER) from a health care professional. The patient stated that he obtained an unknown blood glucose result on an ER meter. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and an approved sample site was used to obtain the results. The patient used the correct testing steps to obtain the results. The test strip vial was neither cracked nor broken and the test strips were stored correctly and not expired. Replacement products were sent to the patient. This complaint is being reported because although the patient did not develop symptoms the patient reportedly received hcp intervention for symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips and meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.